Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2022. D6b: explant date: 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7026709. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.